Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04438 / 04439).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2015. During the procedure, the tips of the screw driver and the screw in trial fractured, resulting in a forty-five (45) minute delay. Another screwdriver was used to complete the procedure. No fractured pieces fell into the patient and no implant had to be removed.